Event description:
The initial reporter alleged discrepant results were generated using the kit cap-g/ctm hiv-1 v2.0 us-ivd on the cobas ampliprep instrument. The allegation involves two samples tested on (B)(6) 2021. For sample (B)(6), the initial result was 1.57e+3 (3.20), and the repeat result was target not detected (tnd). For sample (B)(6), the initial result was 1.88e+3 (3.27), and the repeat result was tnd.

Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that there was no indication of a product issue with the kit cap-g/ctm hiv-1 v2.0 us-ivd assay. A review of quality control release data confirmed that the assay reagent lot was performing within specifications. The most plausible explanation for the reported discrepant results is the amplification of proviral dna during the initial run, which was mitigated during the repeat testing due to centrifugation. Factors such as sample handling, workflow, and centrifugation timing may influence the potential for proviral dna amplification. The device remains in operation, and no further issues have been reported for the reagent lot in question.